Event description:
It was reported that the pulse generator exhibited a low battery reading while still in its initial packaging. The device had been exposed to subzero temperatures. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.